Manufacturer narrative:
(B)(4): a review of radiographic images show 2 lateral views of lumbar spine. Image 1 shows degenerative spondy at l5/s1 with severe d egenerative disc at l4/5. Image 2 shows pedicle screw at l5/s1 with interbody spacer. Partial reduction of spondy is seen. No complications or failures noted.

Event description:
It was reported that a patient underwent an unknown spinal procedure, at an unknown time post-op, it was noted that a screw had backed out. A revision was done to replace the screw. No further details are known at this time.

Manufacturer narrative:
A review of radiographic images show ap and lateral preoperative views show degenerative arthritic lumbar spine with collapse and degenerative scoliosis, apex left apex at about l1/2. Severe disc collapse at all lumbar levels with anterior and lateral osteophytes. Osteoporosis is evident. Stenosis is also reported. Postop films show l5/s1 construct with interbody spacer at l5. It appears here that one of the screw rod constructs has already pulled out. Although plif is reported there appears to be only one cage suggesting tlif. Subsequent films shows no change from immediate postop even though a new pull out was diagnosed. The patient refused further surgical treatment. Case appears to be appropriate although if the first set of postop films were done immediately postop then pull out occurred prior to this.